Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and brown biological tissue in shell. Leak test and microscopic analysis were performed which identified: a sharp opening on valve bond edge and two striated openings on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening and two striated openings on posterior assessed as surgical damage." Trend analysis: "review of all complaints of a050401 - fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related to date opened indicates that 11 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Additional, changed, and/or corrected data: h.3, h.6.